Event description:
Customer's ot basic enhanced meter was reading inaccurately erratic. This concerned them because they base their insulin amounts on meter readings. They feel the meter caused harm. The erratic readings began 3 months ago and within the last 2 months they have gone to the hospital twice for high ketones. During their hospital visits they had received insulin drip as treatment. Customer indicated that at the time of the tests performed on meter they did not feel symptomatic nor felt that the readings represented how they physically felt. Customer explained that this was because they have neuropathy. They were also basing what they felt was the inaccuracy of the meter on what they were used to seeing they have been a diabetic for 25 yrs and is used to seeing certain readings. They went to the ER each time because they began to vomit blood. They do not remember the readings on their meter but stated they were between 300 and 400 mg/dl. When arriving at the ER the lab results were 1000 mg/dl on one visit and 1100 mg/dl on another visit. Customer does not have control solution to test the meter. They stated that they were cleaning meter properly and was performing the check strip test on a daily basis. Customer care representative walked them through check strip test 76/79-105, repeated test and received 78/79-105. Customer stated the check strip was in good condition. They had seen these results before but did not think that it was not ok to use meter. They thought that a couple of points out of range did not make a difference. Customer care representative advised the customer not to use meter since it was not passing the calibration test. The meter has been replaced for the customer. No further information has been reported.